Manufacturer narrative:
Analysis of the 9730489 (teratracker) found that the tool was damaged. It was found that the allegation was confirmed as one of the posts had been removed and was missing otherwise, with the remaining three markers attached and fully seated, the teratracker returned a good geometry error. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation while outside of procedure. It was reported that the tactile probe tracker had a missing pin. There was no patient when the issue occurred.